Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the needle and suture detached. No additional information was provided.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received an open race-pack, only support cardboard, part of the thread is still wound on pack, also a two pieces of thread, one with needle attached and another one approx. 12 cm. Aluminum pack not present. However, without closed samples a proper analysis cannot be performed. Moreover, the product is already expired (february 2025) and thus the product specifications cannot be warranted. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: the root cause is that the user used the product after its expiration date. Final conclusion: despite receiving a sample, the product was already expired when used. Nevertheless, we take note of this incidence but the complaint is considered as not confirmed. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.